Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified distal end of the left anterior descending artery. A 2.75x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.